Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Catheter unable to place in patient, guidewire stretched and frayed then came apart 2-3mm in patients tissue.